Event description:
It was reported during a prostate procedure, the water was draining quicker than it normally does. It is not known if the procedure was completed, canceled or re-scheduled. There was no patient injury.